Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a physician attempted arteriotomy closure using the starclose device after an unk procedure. The pt developed a hematoma requiring no intervention. No add'l info is available.